Manufacturer narrative:
UDI= (B)(4). Additional suspect medical device component involved in the event: model #: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead kit-50 cm. Model #: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm). The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient lost stimulation coverage in needed areas. High impedances were noted on both leads. The patient underwent a revision procedure where in the lead splitters were explanted and the leads were replaced. Lead fracture immediately distal to the clik anchor was suspected with the right lead. The patient was doing well post operatively.